Event description:
It was reported that during a percutaneous coronary intervention (pci), the tip of the intravascular ultrasound (ivus) catheter separated. The lesion being treated was 75% stenosed with moderate tortuosity in the right coronary artery (rca). The imaging catheter was not able to cross the lesion. The physician pushed the catheter several times, but was unsuccessful in crossing the lesion. The catheter was removed from inside the patient; at which time the physician noticed the tip of the catheter had detached. The detached tip remained on the guidewire inside of the guide catheter. The physician advanced a new guidewire next to the detached tip and back-loaded a balloon on to the guidewire. The balloon was inflated holding the detached tip to the inner wall of the guide catheter; the detached tip was successfully retrieved. Two stents were implanted in the lesion and the procedure was completed. The patient's condition was reported as good.